Event description:
It was reported that the color coding is damaged on the protection and drill sleeves. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the green color coding at both sleeves is partially fallen off. We are not able to determine the exact cause of this occurrence. We can only assume that this happened during reprocessing, either by intense cleaning or an aggressive detergent. We have no other complaints regarding these articles. Our inspection of the enclosed aiming arm did not show any deviation from the specification. A function test was made and the device was functional as required. We would appreciate more detailed information about the items that are damaged in such a case. This would allow a specific and focused investigation. Device is not distributed in the united states, but is similar to device marketed in the USA.